Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("implant in abdominal cavity / unilateral perforation with no organ or intra-abdominal structure perforated / complete perforation") in a 39-year-old female patient who had essure (batch no. He011e3) inserted. The patient's past medical history included multigravida (gravida 4), parity 2 and spontaneous abortion. No previous gynaecological intervention. No cesarean sections in history, no breast-feeding at time of insertion. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 2 months 31 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (laparoscopic removal of essure from abdominal cavity and from tube, then both tubes were removed). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: the left essure was removed from the abdominal cavity [note: discrepancy with other results mentioning that the right essure had perforated into the abdominal cavity]. The right essure was removed from the right tube [also discrepant with rest of information]. Then both tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: unilateral perforation x-ray - on (B)(6) 2017: unilateral perforation. There were no abnormal uterine findings prior to insertion. In a control visit it was noticed that right side implant was in abdominal cavity. The essure sterilization insertion procedure was normal/easy, and was performed during follicular phase. The visualization of tubal os was easy, and the fluid loss during hysteroscopy was not more than 1500cc. The procedure did not take more than 20 minutes and there were no complaints immediately after the procedure. The confirmation test was performed on (B)(6) 2017 and did not confirm tubal occlusion but evidenced a unilateral perforation right. The patient presented without any symptoms. No second confirmation test was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority valvira on 13-oct-2017. The most recent information was received on 13-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("implant in abdominal cavity / unilateral perforation with no organ or intra-abdominal structure perforated / complete perforation") in a (B)(6) year-old female patient who had essure (batch no. He011e3) inserted. The patient's past medical history included multigravida (gravida 4), parity 2 and spontaneous abortion. No previous gynaecological intervention. No cesarean sections in history, no breast-feeding at time of insertion. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 2 months 31 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (laparoscopic removal of essure from abdominal cavity and from tube, then both tubes were removed). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: the left essure was removed from the abdominal cavity [note: discrepancy with other results mentioning that the right essure had perforated into the abdominal cavity]. The right essure was removed from the right tube [also discrepant with rest of information]. Then both tubes were removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: unilateral perforation. X-ray - on (B)(6) 2017: unilateral perforation. There were no abnormal uterine findings prior to insertion. In a control visit it was noticed that right side implant was in abdominal cavity. The essure sterilization insertion procedure was normal/easy, and was performed during follicular phase. The visualization of tubal os was easy, and the fluid loss during hysteroscopy was not more than 1500cc. The procedure did not take more than 20 minutes and there were no complaints immediately after the procedure. The confirmation test was performed on (B)(6) 2017 and did not confirm tubal occlusion but evidenced a unilateral perforation right. The patient presented without any symptoms. No second confirmation test was performed. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: fallopian tube perforation: n° 853 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: uterine / tubal perforation with essure questionnaire was received. Patient's information and lab data were updated. The event "right side implant in abdominal cavity" was amended to "implant in abdominal cavity / unilateral perforation with no organ or intra-abdominal structure perforated / complete perforation" and considered resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority valvira on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right side implant in abdominal cavity") in a female patient who had essure (batch no. He011e3) inserted. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (laparoscopy was performed, uterine tubes and also the essure devices were removed). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: the essure sterilization insertion procedure was normal. Diagnostic results: in a control visit it was noticed that right side implant is in abdominal cavity. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.